Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received a value of 14.3 mmol/l at 16.31 on his mobile system. At the time he felt that this value might be high. Based on this value and his anticipated meal he took 14 units of novorapid insulin. However, before his anticipated meal he had a "seizure". His family noticed that he was sweating a lot and was having a severe hypoglycemic event. They called the emts. Their glucose value was 3.5 mmol/l. This value was approximately one hour after the 14.3 mmol/l value. They gave him gave him "glycoside" and an energy drink. A post-treatment blood glucose test 45 minutes later was 5.6 mmol/l. The time between the injection of 14 units of insulin and the hypoglycemic event was estimated to be 20 minutes. The customer fully recovered that same evening at home. The manufacturer requested return of suspect product for evaluation.